Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: >7.5, lab: 2.1. Patient #1 had >7.5 in tests on 3 meters (not sure if separate finger sticks or not). Patient #1 was given a prescription for pradaxa several days before the test. Not sure if patient started taking it or not before the test; patient thought he was still on coumadin, but was confused. Possibly on both coumadin and pradaxa. No other details provided.